Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Date of submission 11/20/2017 the device has been returned and evaluated by product analysis on 11/14/2017 with the following findings: the keypad cover was undamaged but all of the buttons were unresponsive. The keypad cover was opened; no contaminants were observed under the contacts. The battery compartment was cracked from the threads to the case seal left of the grip pad. A leak test failed due to the battery compartment leak. The pump case was opened; moisture was observed on all internal components. Unrelated to the complaint, moisture was observed under the display lens.